Event description:
On (B)(6) 2014 clinic notes were received dated (B)(6) 2014 that indicated the patient has been more angry, and frustrated since his seizures have increased. The patient had 3 seizure days, on (B)(6) 2014 ¿ 4 in one day. The last one occurred on (B)(6) 2014. They were all convulsions. It was noted that the vns battery needs to be replaced. The patient was reported to not be getting good sleep, hygiene, and drinking large amounts of caffeine. Good faith attempts for further information have been unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2014 it was reported that the patient underwent a generator replacement on (B)(6) 2014. The explanted generator was received for product analysis on 11/11/2014 and has not yet been completed.

Event description:
On 12/08/2014 product analysis was completed on the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage. The battery, 2.438 volts, shows a neos=yes condition. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.471 volts, verifying a neos condition.

Manufacturer narrative:
.